Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that his child's insulin pump alarmed motor error during a reservoir change. Alarm occurred three times and could not be cleared. Customer does not recall any significant events leading to the error. Child's blood glucose was 138 mg/dl at the time of incident. Troubleshooting was done for motor error and alarm could be rewound but multiple motor and motor position errors were found in pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.